Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading within a two munute time frame on their precision xtra blood glucose meter. The results when plotted on toa parkes error grid frll into the "c" zone which is considered clinically significant. There was no report ofr death, serioud injury or mistreatment associated with this event.